Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude with undersensing observed. Boston scientific technical services (ts) discussed device appears to be functioning as programmed. Further review was recommended. This lead remains in service. No adverse patient effects were reported.